Event description:
The pt was being resuscitated and staff were unable to maintain an adequate seal with the ambu-bag. Upon inspection it was realized that the ambu bag had come assembled incorrectly. The plastic l shaped piece that is attached to the bag was inserted incorrectly, so it would not seal to allow for proper ventilation. Other ambu bags with this lot number were found to have the same problem.